Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the remote manager lock on the fridge was frequently failing. The user was performed multiple station reboot followed by recover storage space, but issue still persists. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the remote manager lock on the fridge was frequently failing. The user was performed multiple station reboot followed by recover storage space, but issue still persists. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager lock was failed. A field service engineer (fse) shut down the station to apply updates, which completed successfully after reboot. The es refrigerator was also shut down; its battery and switch were reset, and the communication cable was reseated before rebooting. The refrigerator was then booted, followed by the station. Functionality was tested using the test utility, with results documented in a photo. The customer recovered a ¿not detected on bus¿ failure and successfully inventoried an item without further issues. The system functioned as intended after the field service engineer repaired the device.